Event description:
Customer reported fluid leaked from the pump segment near the upper fitment. The IV set was primed, the infusion was started, the device alarmed for ail, stopped the infusion, noticed leak and disconnected the tubing from the patient. No patient harm reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned. No investigation was performed.